Event description:
This male pt with a history of hypertension and previous smoking presented with stuttering chest pain and was ruled in for inferior wall myocardial infarction. He refused cardiac catheterization at that time. His troponin level continued to climb (4.1) and he finally consented to an angiogram. Angiography revealed a 60% lesion in the mid through distal lad, an 80% lesion in the ostium of the small caliber om2, and a 100% chronic occlusion in the mid rca (distal rca fed via left-to-right collaterals). The rca was cannulated with a 6fr jr4 guide catheter and a bmw wire was successfully advanced across the lesion site and into the distal vessel. Heparin and reorpo were administered intra- procedure. The lesion was pre-dilated with a 2.5 x 15mm voyager balloon. A 2.5 x 28mm cypher stent was positioned within the distal rca was deployed to 14atms. A 3.0 x 28mm cypher stent was positioned proximal to (mid-rca) and in overlapping fashion and was deployed to 14 atms. Finally, a 3.5 x 18mm cypher stent was positioned proximal to (proximal rca) and in overlapping fashion and was deployed to 14 atms. The stented segment was post dilated with a 3.5mm powersail balloon. The final result was excellent. The patient was discharged in stable condition. Approximately 2 years and 3 months post index procedure, the patient presented with an inferior wall mi. Of note, he had been off plavix for a year but had stopped taking aspirin recently for neck abscess surgery. Angiography revealed mild progression of the coronary disease in the lad and lcx. There was thrombotic total occlusion of the stents in the rca. Integrilin and heparin were administered. A 6fr jr4 catheter was used to cannulate the artery and a bmw wire was advanced past the target site into the distal vessel. Pronto thrombectomy was performed. A 3.0 x 15mm vision stent was positioned in the mid-distal portion of the stented segment and was deployed to 18 atms. Flow was restored with 0% residual occlusion. The patient was discharged in stable condition.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of three reports submitted for the same event. Please reference MFR rpt #s: 3003742446-2008-00203 and 3003742446-2008-00269.